Event description:
It was reported that vacuum was drawn on iab. The iab prematurely unwrapped and could not be inserted into sheath. Iab was exchanged and a rediguard iab was obtained and used without further difficulty. There were no reported pt complications.